Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. The customer treated with correction bolus. Troubleshooting was performed. The customer reported no delivery alarm. The customer reported event to be resolved by complete set change. The customer also reported blood glucose of 600 mg/dl. The customer's current blood glucose was 411 mg/dl. The drive support cap appeared normal. The customer reported a couple of air bubbles in the base. The product was not returned for analysis.